Event description:
The guidewire was returned for analysis and it was discovered that the ptfe (polytetrafluoroethylene) coating of the subject device was peeling. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was found to be kinked/bent. The guidewire ptfe coating was found to be peeling in multiple areas. The guidewire was soaked in water and when inspected wet, the hydrophilic coating was intact but the distal tip revealed slight uneven swelling/bulge on its distal tip which disappeared upon drying. Dimensional inspection found that all od dimensions were within specification. A functional test for the reported 'guidewire difficult to advance' was performed by advancing the guidewire through a flushed demonstration microcatheter and the guidewire advanced without issue. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed. The guidewire was found to be kinked/bent, the ptfe coating was found to be peeling and the distal tip revealed slight uneven swelling when soaked in water which disappeared upon drying and was noted as a cosmetic issue. An assignable cause of procedural factors was assigned to the as analyzed 'guidewire distal end/tip kinked/bent' and 'device has cosmetic/appearance issue' as the issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage was assigned to the as analyzed 'guidewire ptfe coating peeling' as the issue is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.